Event description:
It was reported that the 6800 system locked up with the alarm sounding prior to a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The controller board and cpu upgrade were installed during the service call. The system was tested and found to be working as intended, and put back into service.